Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had damaged / defective tubing. The following information was provided by the initial reporter: we had a third incident with bd tubing for the alaris products. The first two were cracking back in (B)(6) 2026 and today (B)(6) 2026. Our hematology/oncology outpatient team identified during a chemotherapy infusion to a patient that a small pin hole in the tubing was seen with chemotherapy dripping out of the tubing.